Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This medwatch is being filed to correct a previous report. Additional information has ben received to indicate this is not a reportable malfunction.

Event description:
Additional information states there's no fire hazard per the mention of a burnt membrane.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported sales rep aborted a wash cycle during the draining process. Once he disconnected the coupler there was fluids the got on the contacts. He attempted to clean and dry the contacts but each time he connected to a cart he would experience an evac comm error or the cart would power on in the or mode. This event occurred prior to surgery. Evaluation of this device later showed that the power membrane was burnt. No adverse events were reported as a result of this malfunction.